Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass in 2002, pain in extremity, swelling of feet, sore throat, nausea, upset stomach, change of bowel habit, first trimester pregnancy, uterine dilation and curettage, vitamin b12 deficiency, rash, small for gestational age, pregnancy, multigravida, primigravida, urinary tract infection, pharyngitis, chest pain, abdominal discomfort and hormone replacement therapy. Previously administered products included for an unreported indication: advil and tylenol. Concurrent conditions included deep vein thrombosis since 2002, paratubal cyst since 2002, peptic ulcer, back pain, neck tightness, muscle spasm, stress, hair loss, hot flashes, cramp in lower abdomen, postmenopausal bleeding, uterine bleeding, vaginal bleeding and dysfunctional uterine bleeding. Concomitant products included oral contraceptive nos. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), abdominal distension ("abdominal bloating"), headache ("frequent headaches"), fatigue ("chronic fatigue"), dizziness ("dizziness"), amnesia ("short-term memory loss") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, urinary tract disorder, autoimmune disorder, allergy to metals, abdominal distension, headache, fatigue, dizziness, amnesia and menorrhagia outcome was unknown. The reporter considered abdominal distension, allergy to metals, amnesia, autoimmune disorder, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: hsg findings are consistent with appropriate essure placement with no evidence for peritoneal spillage. Ultrasound scan vagina - on (B)(6)2019: a 0.9 x 1.2 x 1.0 cm simple-appearing right ovarian cyst. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : headaches, fatigue, anemia, bloating, abdominal pain, dizziness, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass in 2002, pain in extremity, swelling of feet, sore throat, nausea, upset stomach, change of bowel habit, first trimester pregnancy, uterine dilation and curettage, vitamin b12 deficiency, rash, small for gestational age, pregnancy, multigravida, primigravida, urinary tract infection, pharyngitis, chest pain, abdominal discomfort and hormone replacement therapy. Previously administered products included for an unreported indication: advil and tylenol. Concurrent conditions included deep vein thrombosis since 2002, paratubal cyst since 2002, peptic ulcer, back pain, neck tightness, muscle spasm, stress, hair loss, hot flashes, cramp in lower abdomen, postmenopausal bleeding, uterine bleeding, vaginal bleeding and dysfunctional uterine bleeding. Concomitant products included oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), abdominal distension ("abdominal bloating"), headache ("frequent headaches"), fatigue ("chronic fatigue"), dizziness ("dizziness"), amnesia ("short-term memory loss") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, urinary tract disorder, autoimmune disorder, allergy to metals, abdominal distension, headache, fatigue, dizziness, amnesia and menorrhagia outcome was unknown. The reporter considered abdominal distension, allergy to metals, amnesia, autoimmune disorder, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: hsg findings are consistent with appropriate essure placement with no evidence for peritoneal spillage. Ultrasound scan vagina on (B)(6) 2019: a 0.9 x 1.2 x 1.0 cm simple-appearing right ovarian cyst. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records: headaches, fatigue, anemia, bloating, abdominal pain, dizziness, pelvic pain, menorrhagia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.